Event description:
The manufacturer received information alleging strap causing irritation to the back of his neck. Device is noisy. Film at the bottom of the humidifier. Sores in nose. Dry mouth. Nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.